Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, interrogation of the patient's pacemaker revealed that the right ventricular (rv) lead had an increased impedance measurement and loss of capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was in a stable condition.